Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment that could not be resolved. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for eval. The exact cause of the venous air alarm is not known, but is unlikely cartridge related, since it occurred in the middle of the treatment. The user's guide provides adequate instructions for troubleshooting air alarms. No similar problems reported subsequent to this event. Facility staff was notified. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.